Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had the error light on when powered up. The issue was found during a therapeutic percutaneous nephrostolitomy procedure and was completed using a similar device. The procedure was delayed approximately 8-10 minutes, and no patient harm was reported by the customer.

Event description:
It was reported, the subject device had the error light on when powered up. The issue was found during a therapeutic percutaneous nephrostolitomy procedure and was completed using a similar device. The procedure was delayed approximately 8-10 minutes, and no patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of error light is light when powered up was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: hole on the front panel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.